Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the two front therapy electrode pads of the lifevest. The rash was described as red, itchy, having a burning sensation, and having some moisture but no blood or puss. The patient's doctor examined the rash and instructed a nurse to clean the area and apply gauze over it. Follow-up indicated that the condition had improved. The patient reported applying over the counter "bestracshine cream" and covering the area with gauze.